Event description:
Information was received from a patient regarding an implantable pump infusing fentanyl for non-malignant pain. It was reported that the patient was having electric stabbing pain near the pump and catheter side. The patient reported they always had problems with the current pump and it was getting worse. The patient stated the catheter was visible in the skin. The patient mentioned they got a refill every 3 months. The patient stated that they spoke with their healthcare provider's office and requested a fluoroscopy test. Additional information was received from the patient reporting he had an appointment on june 24 for a refill and also doing a fluoroscope as well as an aspiration of the catheter to see what the issue was as the pump was not working. Patient stated he would fill that out and turn back in. Additional information was received from the patient on 2026-jun-03. The patient reported that the pump had been acting up since it was put in july of 2023. They stated they had been complaining to their doctor since december of 2024. 4. They said the pump went for hours without giving them medicine even though it said it was doing it. Then all of a sudden it started working again. The patient reported it gave them electrical shocking around the pump itself and stabbing sensations. It caused their legs to kick. They mentioned that the last time they felt a good bolus was at 7 this morning, and they had not felt good since. They were in a lot of pain. Their new healthcare provider (hcp) put the pump back up, but they put it at half the concentration right now. The flow rate was way down too. It is was one third of what it was, and it's at a little over 100%. The patient was redirected to their healthcare provider to further address the issue they reported the device was poking into their skin. They reported they had multiple bad refills. They said they would have an upcoming appointment with their new managing hcp. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.